Event description:
Three days post-implantation of a cypher stent in the distal left anterior descending artery, the pt experienced chest pain, elevated serum cardiac markers and myocardial infarction; requiring return to the cath lab. During the initial angiogram, the first diagonal branch (treated with an unknown bx velocity stent 19-months earlier) was noted as having a 90% in stent stenosis, but was not treated at that time. The vessel was finally treated with a cutting balloon. After treatment, the in stent re-stenosis was reduced to 20%.